Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was not working. The field service engineer repaired the compressor and returned it to the customer in proper working order. No further information has been received despite several requests. Despite several reminders the only information received regarding this complaint is the information stated in the problem description/complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref.#: (B)(4).